Event description:
It was reported that during a valve-in-valve procedure involving the evolut fx + 26, infolding occurred after two recaptures, most likely due to the horizontal position of the aorta and the ascending aorta. The valve was replaced in accordance with the instructions for use. A new prosthesis was prepared and successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012544072); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Additional codes. The annex f was changed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a valve-in-valve procedure involving the evolut fx + 26, infolding occurred after two recaptures, most likely due to the horizontal position of the aorta and the ascending aorta. The valve was replaced in accordance with the instructions for use. A new prosthesis was prepared and successfully implanted. No patient complications have been reported as a result of this event. Additional information was received to report the valve was recaptured twice due to an unacceptable implantation depth as it was too high. Per the physician, the existing valve was a labcor porcine bioprotheses and evaluating the alignment with the basal plane of the prothesis was extremely difficult. In this context, the incorrect height led to the need for recapturing which resulted in infolding within the frame of the medtronic valve. Due to preparation of the second valve and system, the procedure was naturally prolonged; however, there was no impact on the patient´s condition.

Manufacturer narrative:
Image review: no dicom imaging provided. Three still images, one media file and one 2-second movie clip. On the echocardiogram images, the frame appears to sit deep and under expanded. Fluoroscopy valve load inspection was performed and confirmed a good load. A post implant image shows an evolut valve that appears to have been implanted deep, approximately 10mm, but expanded without evidence of an infold . Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.